Event description:
It was reported that during a laparoscopic supracervical hysterectomy (lsh) procedure, the surgeon stated that the device would not open or close. They placed the device down the trocar and it would not open to place on tissue. They removed that device and used another like device. The device was never on the tissue. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.